Event description:
The facility had sent an infusion pump in for service where a baxter service tech had discovered a failure code 538:320:675:0000 in the event history. The facility rep had stated that no pt injury or medical intervention was involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury, but no additional info was available.